Manufacturer narrative:
(B)(4).

Event description:
This device had two aborted episodes in the vf zone due to low shock impedance. Shock impedance < 25 ohms prior to device delivering shock therapy, thus shocks aborted, which is normal device behavior. Also noted is device is pacing at vvi lower rate of 40 with lack of sensing noted during sensing test. Patient has intrinsic hr in the 70's. Patient claims he fell on device a few days ago with noted bruising around the ICD. The lead has normal pacing impedance of 500 ohms. Device anti tachycardia therapy and pacing therapy inactivated, and a chest x-ray is to be obtained.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.